Event description:
The pt was revised because of osteolysis with poly wear.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the investigation could not determine the root cause, it would not be unreasonable to expect some wear after 13 years of implantation. The need for corrective action was not indicated.